Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance out of range. Isometrics revealed high impedance in the high voltage coils when the patient moves left arm. The lead was revised and a connection issue was found with the implantable cardioverter defibrillator (ICD). The lead was connected to the ICD. The ICD and lead remains in use. No patient complications have been reported as a result of this event.